Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 38 indicating a motor stall that persisted despite multiple restarts, and a replacement device was provided. Symptoms included no reported blood glucose impact. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included remote troubleshooting and user education, along with arrangements for device return and data synchronization. Investigation of this device revealed a reported motor stall alert without recurrence on the replacement device and no additional alarms documented. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.